Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance a pod coil into the microcatheter, the physician experienced resistance and the pod coil would not advance out of the introducer sheath; consequently, the pusher assembly of the pod coil had bent. Therefore, it was removed. The procedure was completed using a ruby coil. There was no report of an adverse effect to the patient.